Event description:
During follow up, a home patient (hp) told corporate product surveillance (cps) when she had to disconnect during therapy she uses the little cap and the big cap. The hp wanted to know if it is ok to reuse them. The writer advised that none of the caps should be reused. The hp stated she sometimes did because she did not want to waste them when she only used them for just a short while. The dates and exact number of occurrences was unknown. The hp's nurse stated the hp had been advised to use a flexi cap on the cycler line and a mini cap on herself any time she disconnects. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.